Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13854. It was reported the asymptomatic patient presented for a implant procedure. After initial positioning, the atrial lead had been discovered to be dislodged. When attempting to reposition the lead, it was unable to be removed from the pacemaker's header port. The device was replaced and lead was cut, capped, and replaced on (B)(6) 2020. The patient was stable during and following the procedure.